Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a 'whitescreen' error. There were no reports of any adverse pt events or delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter query by hospira personnel.